Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) female reporting on self from the united states. The medical history was not reported. The concomitant medications included tri sprintec (norgestimate and ethinyl estradiol) one tablet per day, since one year, for birth control and unspecified prenatal vitamins, one tablet per day, since six months, as supplement. On an unspecified date, the consumer started using o.b. Combination packs, vaginally, one at a time, five to six times a day, for four days, for menstruation as feminine hygiene (frequency, lot number and expiration date unspecified). After an unspecified duration, towards the end of her menstruation cycle, she had sexual intercourse (without the tampon), after which, a portion of plastic from the wrapping of tampon came out of her vagina. She mentioned that this portion somehow was left in her vaginal canal during intercourse; however, she did not feel any pain. After an unspecified duration, the device use was discontinued. The outcome of the event was unknown. This report was assessed as non-serious. The company causality was assessed as related. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 10-oct-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) caucasian female reporting on self from the united states. The medical history was not reported. The concomitant medications included tri sprintec (norgestimate and ethinyl estradiol) one tablet per day, since one year, for birth control and unspecified prenatal vitamins, one tablet per day, since six months, as supplement. On an unspecified date, the consumer started using o.b. Combination packs, vaginally, one at a time, five to six times a day, for four days, for menstruation as feminine hygiene (frequency, lot number and expiration date unspecified). After an unspecified duration, towards the end of her menstruation cycle, she had sexual intercourse (without the tampon), after which, a portion of plastic from the wrapping of tampon came out of her vagina. She mentioned that this portion somehow was left in her vaginal canal during intercourse; however, she did not feel any pain. After an unspecified duration, the device use was discontinued. The outcome of the event was unknown. This report was assessed as non-serious. The company causality was assessed as related. This report was considered as a reportable malfunction case in the united states. Additional information received on 19-sep-2013. Based on the information available, this device was used as intended for treatment. The consumer did not provide a lot number with the complaint. No sample was received for evaluation as of (B)(4) 2013. A review of the trending data revealed no unfavorable trends. The analyst reviewed the history of non conformances recorded for the device. There were no issues recorded that could be related to this complaint. Based on the investigation results, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.